Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was treated by the paramedics due to low blood glucose levels. The customer was "out of it" at the time, and did not recall her blood glucose reading. However, after being treated, her blood glucose rose to 88 mg/dl. The customer changed the infusion set one day prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. Found that the customer had the fixed prime set to 1.0 instead of 0.7 units. The customer had to end the call, and was unable to troubleshoot further. Nothing further was reported.